Event description:
Procedure: colectomy according to the reporter: in use for lap colectomy of cecum with terminal ileum, the firing knob stopped in the middle of firing. This occurred on the 3rd firing. The device was forced to open and tissue damaged and oozing occurred. Another device was used to continue the case. Nothing fell into the patient cavity and operative time was not extended more then 30 minutes. No patient info available.

Manufacturer narrative:
(B) (4).